Event description:
Adverse event(s): "eye lost pressure" (intraocular pressure, delayed, uncontrolled). Product problem(s): "nitrogen tank ran out" (no code available), (2) "frozen touchscreen" (no display or display failure). The facility originally reported, the touchscreen froze during a case. No pt injury was reported. Add'l info was then rec'd reporting the nitrogen tank had ran out requiring a reboot of the sys. The sys was rebooted and the eye lost pressure. The eye was reinfused and there was no reported pt injury.

Manufacturer narrative:
A visual eval of the returned sys did not reveal any visual non-conformity. The sys touchscreen was tested using a pneumatic finger and click recognition software. After several hours of testing, the customer reported event of "frozen touchscreen" was still unable to be replicated. During stp, it was found that port 2 of the table top illuminator was unable to properly recognized rfid illuminator probes. The returned sys was able to pass all other tests per stp and meet specs. At this time, the root cause of the customer reported event is unk. A review of complaints for the last 24 months did not indicate any add'l, related reports for this sys. (B) (4). (B) (4). (B) (4).